Event description:
On (B)(6) 2013 - consumer reported that he experienced an allergic reaction of blisters and welts. The consumer treated with an antibiotic. He has a place you can still see on his leg.